Event description:
Customer's wife reported hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was 1350 mg/dl. Customer was vomiting. The paramedics were called and transported customer to the hospital. Hospital treated with IV drip. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube lip, missing end cap sticker and scratched display window noted. Unable to dowload the insulin pump due to alarms in alarm history. The insulin pump has corrupted history files. The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.